Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 500-600 (mg/dl). The customer administered a manual injection. During a system check with tandem technical support, one drop of insulin was observed exiting the tubing and small air bubbles were observed in the patient line. The customer reported that they had gone swimming with the pump. No issues were observed with the site. Reportedly, the customer has manual injections available as alternate insulin therapy.